Event description:
Infusion pump with a failure code 810:11. The facility representative had stated that no patient incidents have been reported since the last baxter service event. Although information was requested by baxter, no additional information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury.